Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. The case files were downloaded from the device and provided for investigation. The naviosystem.logs were reviewed and confirmed the reported "internal error" message. This error occurred after a "robotic drill cable disconnected" error that had occurred during the bone removal stage. An "internal error" message may be displayed to the user shortly after a "robotic drill cable disconnected" error. The user sees an "internal error" message on the screen, but the screenshot itself is not saved. This internal error is a known software bug that is a result of an application software crash that can occur after a ¿robotic drill cable disconnected¿ error that occurred in bone removal stage, or the system has not yet recognized the handpiece when transitioning from a disconnected to connected state. A visual inspection and functional evaluation were done on the console despite the reported complaint being a software issue that had been confirmed in the case files provided. There were no visual or functional non-conformances related to the reported event identified. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The clinical/medical evaluation concluded the following: ¿per complaint details, the device malfunctioned during the cori¿ tka procedure and did not resolve with troubleshooting. The surgeon abandoned the cori and finished the case using manual instrumentation with minimal surgical delay, no additional interventions and ¿no injury to patient¿ per the field report. It was communicated that the requested clinical documentation was not available and that, although there was no patient harm, the ¿surgeon was not satisfied¿ with the surgical outcome. Patient impact beyond the manual procedure and reportedly minimal surgical delay could not be determined. No further medical assessment could be rendered at this time.¿ in the event of a system failure, refer to the recovery procedure guidelines in the cori user¿s manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the optimus risk assessment released at the time of the complaint. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software.

Event description:
It was reported that, during cori tka procedure surgeon, began to burr distal femur and received drill disconnect error twice. Surgeon decided to go manual instruments. Surgery was not delayed more than 30 min. Patient was not harmed.